Manufacturer narrative:
Product lot number was unknown. Without a lot number, expiration date, manufacture date and UDI cannot be determined. (B)(4). Current product labeling notes the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used. The 3m account representative reported this customer planned to start using 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250). End of report.

Event description:
A nurse reported curos jet¿ disinfecting caps were placed on the needleless connector y-sites of an ICU patient's IV tubing. The patient allegedly experienced leaking of an unspecified cardiac medication. The leak was discovered and no patient harm occurred. No additional information was available.